Event description:
Ous MDR - after an implantation time of 74 months, a sudden increase in the pacing impedance to more than 3000 ohm was reported via homemonitoring. During the attempt to explant the lead, the lead was capped and only a fragment was returned to biotronik. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead complained about had been cut off 63 cm distal of the connector pin. Only a proximal fragment was returned for analysis together with the ICD complained about. The ICD was thoroughly analyzed. The analysis of the device data showed documented right-ventricular pacing impedances of greater than 3000 ohm since 23 august 2016. However, a thorough check of the therapy and impedance measurement functions showed proper device behavior. There were no indications of a device malfunction. In the further course, the lead fragment was analyzed. Multiple signs of abrasion were seen along the lead body. In particular in the distal region, the insulation was damaged by fraying. At this site, the rope conductor to the ring electrode showed a conductor fracture. This damage manifestation is most likely the cause for the sudden increase in the pacing impedance, as it was reported in the complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead in the area of the tricuspid valve. Considerable lead movement should be considered as cause. X-ray images or any other diagnostic images that provide information on the positional relationships of the implanted system in the body were not available for analysis. Neither the analysis of the ICD nor that of the lead indicated any material defect or manufacturing error.